Event description:
It was reported that the patient had an artificial urinary sphincter (aus) device implanted after previously having a advance xp device due to urinary incontinence. Originally, the physician attempted a 4.5cm cuff however coaptation was not met so the surgeon implanted a 4.0cm cuff instead. The surgery was successfully completed.